Event description:
Customer reports that he received results of hi and >250mg/dl on the same device within 2 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.